Manufacturer narrative:
(B)(4). The lens was received cut in 2 pieces with 2 broken haptics. The iol parts were grossly contaminated. After cleaning the optic parts the lens was reinspected, optic was clear with no scratches or blemishes observed. The cause of the patient's report is undeterminable but does not appear to be manufacturing related.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced without complication 5 months after implant. The reason stated was the patient's dissatisfaction with the halos he was experiencing, cause unknown.